Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (12.5 mg/ml at 0.075mg/day) via an implantable pump for non-malignant pain. It was reported that the pump flipped repeatedly in the pocket, causing catheter to pull out of intrathecal space. Environmental/external/patient factors that may have led or contributed to the issue included the patient may have flipped the device. Troubleshooting was unknown, the doctor determined pump had flipped and catheter was not intrathecal at unknown time before surgery. Catheter replaced and new pump installed in back. The issue was resolved at the time of the report.